Manufacturer narrative:
(B)(4). The device investigation could not be conducted because the device was not returned. The provided information indicated that the tip of corsair catheter might be trapped by the highly calcified target lesion, where the force exceeding the products design limit might be applied to the tip of the catheter, resulting in the separation of the trapped section. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported.

Event description:
It was reported that the corsair microcatheter was used in the heavily calcified, moderately tortuous diagonal artery. During removal, resistance was encountered with the heavy calcium and the tip of the corsair separated. An attempt was made to snare the separated portion of the corsair, but was unsuccessful. A stent was implanted to compress the separated portion of the corsair microcatheter into the vessel wall. The patient is reported to be doing fine. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. (B)(4).